Event description:
It was reported that an ilet pump generated alert 61 during nighttime use, identified as an external flash write error that rendered the device inoperable on the user¿s second full day of use, and a replacement unit was provided with instructions to shut down the device and return it, while advising continued cgm use via dexcom. Symptoms included device nonfunction with interruption of insulin delivery. Outcomes included device replacement and return of the original unit. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.